Event description:
It was reported that the patient experienced hyperglycemia around 300¿310 mg/dl for a few hours associated with a kinked infusion set, air in the tubing, and an initially mispaired cgm sensor that prevented proper data transmission to the ilet; the infusion set, tubing, and cartridge were replaced, and the cgm was correctly paired, after which insulin delivery resumed as expected. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included phone-based troubleshooting and user guidance to replace the delivery set and correctly pair the cgm. Investigation of this case revealed infusion set occlusion or flow restriction due to kinking and air, as well as cgm connectivity due to incorrect sensor code entry. It was concluded that user handling contributed to the event and that the device functioned as designed after correct setup and replacement of disposables. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.